Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this device and rv lead exhibited high shocking, lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) confirmed that no noise was observed and was concerned as therapy could be compromised. Subsequently, the lead was surgically abandoned while the device was explanted for normal battery depletion (nbd). Additional information was unable to be obtained. No additional adverse patient effects were reported. This system was out of service.